Event description:
It was reported that the right ventricular (rv) lead exhibited an impedance trend that continued to drop over the past year. The rv lead also had thresholds that continued to rise over the last year. The lead had insulation damage and was possibly worn. The patient experienced pocket stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.